Event description:
It was reported that the user received a high blood glucose alert after changing infusion supplies and had a measured glucose value of 332 mg/dl. Guided troubleshooting confirmed the presence of drops during fill tubing from the pump and from the cannula after reconnecting a new site segment. The user reported feeling well without symptoms. Symptoms were limited to hyperglycemia without reported clinical manifestations. Following troubleshooting, glucose levels improved and trended down to 251 mg/dl. No medical intervention was required. An investigation was conducted, including a phone-based assessment, verification of infusion set and tubing prime, and confirmation of insulin flow to the cannula. No device malfunction was identified during troubleshooting, and the cause of the hyperglycemia remained unclear. Based on previously established findings for similar reports, the cause was concluded to be inconclusive. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.